Event description:
It was reported that during procedure, the closure valve tore during removal of the inserter resulting in a constant leakage due to the valve not closing the trocar. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
The device has not been returned/ accessible for investigation yet. The investigation will be continued when the device is available for examination.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. The device has not been returned/ accessible for investigation yet. The investigation will be continued when the device is available for examination. Product reminders have been sent to receive the product for investigation.

Event description:
It was reported that during procedure, the closure valve tore during removal of the inserter resulting in a constant leakage due to the valve not closing the trocar. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
The complaint is under investigation.

Event description:
It was reported that during procedure, the closure valve tore during removal of the inserter resulting in a constant leakage due to the valve not closing the trocar. No report that actual patient harm occurred or surgery was prolonged 30 min.

Manufacturer narrative:
The investigation will be continued when the device is available for examination. Product reminders have been sent to receive the product for investigation, however the device has not been returned/ accessible for investigation. Examination and testing of similar product is ongoing. Note that the lot number involved remains unknown. Outcome of the investigation will be reported in the final report.

Event description:
It was reported that during procedure, the closure valve tore during removal of the inserter resulting in a constant leakage due to the valve not closing the trocar. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Event description:
It was reported that during procedure, the closure valve tore during removal of the inserter resulting in a constant leakage due to the valve not closing the trocar. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
In regards to this complaint, three inserter-cannula combinations from a 20 gauge disposable two step vitrectomy system were received for investigation. Visual inspection confirmed that two of the closure valves were damaged. Glue residue and, in one case, silicone remnants from the closure valve were observed on the inserters. Based on the observations, it was determined that the closure valves stuck to the inserters due to precipitated vapor from the glue that was used during product assembly. Currently no corrective/preventive actions have been implemented. Pnc 22-024 was initiated to determine the root cause. The pnc will drive possible corrective actions.

Manufacturer narrative:
In regard to this complaint, three inserter-cannula combinations from a 20-gauge disposable two step vitrectomy system were received for investigation. Visual inspection confirmed that two of the closure valves were damaged. Glue residue and, in one case, silicone remnants from the closure valve were observed on the inserters. Based on the observations, it was determined that the closure valves adhered to the inserters due to excess glue that was used during product assembly. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. Though closure valve leakage has been observed previously for different reasons, the root cause for this particular case was not found earlier. Therefore, the cause of the leakage is considered an isolated event and no corrective or remedial action is considered necessary. We continue to monitor the situation and conduct trending to verify that the assumption of an isolated event is correct. The analysis includes all complaints with failure mode as evaluated ci-closurevalve-damaged-excess glue inserter on similar product (all trocars minus 1272.ed23, 1272.ed25 and 1272.ed27)

Event description:
It was reported that during procedure, the closure valve tore during removal of the inserter resulting in a constant leakage due to the valve not closing the trocar. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
In regards to this complaint, three inserter-cannula combinations from a 20 gauge disposable two step vitrectomy system were received for investigation. Visual inspection confirmed that two of the closure valves were damaged. Glue residue and, in one case, silicone remnants from the closure valve were observed on the inserters. Based on the observations, it was determined that the closure valves stuck to the inserters due to precipitated vapor from the glue that was used during product assembly. Currently no corrective/preventive actions have been implemented. Further investigation into the assembly process to determine the root cause of the reported event is ongoing.

Event description:
It was reported that during procedure, the closure valve tore during removal of the inserter resulting in a constant leakage due to the valve not closing the trocar. No report that actual patient harm occurred or surgery was prolonged > 30 min.